Event description:
It was reported that during the total knee case the spring on the intra medullary femoral device was noticed to have broken.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: performed as par of mar. A material analysis was performed, concluding: the spring damage likely occurred during use. The spring can be pushed out of alignment during impaction causing the damage by being crushed between the flange of the alignment guide captured pin and the femoral alignment guide body. No material or manufacturing defects were observed on the surfaces examined. The investigation determined the likely root cause of the event to be user related. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that during the total knee case the spring on the intra medullary femoral device was noticed to have broken.